Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 780 mg/dl during dialysis therapy. Reportedly, the infusion set and scar tissue were the cause for the high. The infusion set brand and manufacture was not provided. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released the same day with the issue resolved and no permanent damage.